Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered electric shocks and anti-tachycardia pacing (atp). There is reasonable evidence suggesting that the device delivered therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The physician and the sales representative discussed re-programming options. More than a year after, the device delivered, again, inappropriate atp and shocks for what appears to be af with rvr. Finally the rhythm converted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered electric shocks and anti-tachycardia pacing (atp). There is reasonable evidence suggesting that the device delivered therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The physician and the sales representative discussed re-programming options. More than a year after, the ICD delivered, again, inappropriate atp and shocks for what appears to be af with rvr. Finally the rhythm converted. Additional information was received from the field mentioning that after ICD reprogramming additional inappropriate shock and anti-tachycardia pacing (atp) therapy was delivered. Additional reprogramming and ICD analysis were recommended. No additional adverse patient effects were reported.